Event description:
It was reported via repair work order service report that the safety bar is sticking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported by the customer that the safety bar (head section locking bar) was sticking. The service technician observed that the head section was damaged but the safety bar had no sticking issue found. The safety bar was able to function normally and the damage to the head section was only cosmetic as it did not cause any functional issues.

Event description:
It was reported via repair work order service report that the safety bar is sticking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.